Manufacturer narrative:
Upon investigation, it was discovered that the lifts were being removed from the traversing rail. In order to do this, the pin of the transgate was manually raised. When the lifts were returned to the rail, the pins were not manually lowered. This is not proper use. To remove lifts for maintenance, they should be removed from the fixed rail of the tracking system. All rooms at the facility were inspected and repaired and the individuals responsible at the facility were notified of proper use. A design improvement has been implemented where the pin is spring loaded, therefore eliminating the necessity of manually lowering the pin.

Manufacturer narrative:
The transgate pin was not lowered, allowed the motor to fall out of traversing rail. All rooms were checked for safety and the same issue was found. Guide bracket was removed from all rooms where the problem was detected to disable the transagate function. None of these systems were serviced since installation per manufacturer recommended annual inspection.

Event description:
The transgate pin was not lowering, allowed the motor to fall out of traversing rail.